Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set had a loose male luer. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation with a bd interlink threaded lock cannula. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.